Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the tracheostomy tube had cuff inflation/deflation issue for size 8 tube. The customer also reported that the patient was reintubated. The customer indicated that the tracheostomy tube was tested prior to be blowing the cuff to 15 cmh20 and checked with a pressure gauge. The patient was noted to be still in the hospital.